Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial (ra) lead was observed with noise that was causing inappropriate automatic mode switch episodes. The patient was scheduled for a ra lead revision. No visible damage was observed by the doctor on the lead or insulation during the revision procedure. The lead was capped and replaced on (B)(6) 2021. The patient was stable.